Event description:
Related manufacturer reference number: 1627487-2022-05556. It was reported the patient's cervical leads were severed during lumbar system implant and damaged. In turn surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-05556. Additional information received indicates that surgical intervention took place on 14 october 2022 wherein the leads were explanted and replaced to address the issue. Ipg was electively replaced. Effective stimulation was restored.